Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacements of the wireless transceiver's power supply.